Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, upon opening the hemopro kit and removal of the device it was noted that the jaws were separated. The metal conduction wire was separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported "material twisted/bent; wire" failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The DHR for the reported failure "material twisted/bent; wire" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation on october 3, 2019 and the evaluation was conducted on november 14, 2019. There were no signs of clinical use or evidence of blood observed. The heater wire was observed to be flexed away from the jaw and is detached at the tip but remained attached to the base of the hot jaw. The silicone jaw was observed to be intact and no other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, upon opening the hemopro kit and removal of the device it was noted that the jaws were separated. The metal conduction wire was separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.